Event description:
It was reported that the patient had a generator replacement. High impedance was noted on the implant card and resolved after generator replacement. The cause of the high impedance was not provided. No additional relevant information has been received.